Event description:
It was reported that the syringe 1ml s/t insulin u100 200sp experienced a mix of different product types in a pac.

Manufacturer narrative:
Per additional information, the PMA/510(k)# has been updated. PMA/510(k)k#: k980987.

Manufacturer narrative:
Investigation summary: as per investigation completed by manufacturing, "four photos were received and evaluated. One photo displayed a 200-count label from batch #8180707 (p/n 329654). One photo showed a 3ml syringe in a fully sealed blister back confirmed to be from batch #8197816. One photo showed a loose 1ml syringe. One photo showed a loose 1ml syringe with a needle attached. DHR details: 1ml syringe complaint batch# 8180707 was manufactured 7/1/2018 ¿ 7/2/2018. Line clearance confirmed performed and verified between 2020 and 2030 on 7/1/2018. 64 hourly inspections were performed as per requirement with no issues recorded. 4 additional inspections were performed as per requirement with no issues recorded. Previous batch# 8155844 was 1ml syringe with 27g x ½ needle. The missing shield defect cannot be confirmed because the product was removed from the packaging. Poor line clearance. Based on the investigation performed and on the information available today, it is likely the line clearance during the product change between 1ml batch #8180707 and 1ml s/t syringe with 27g x ½ needle batch # 8155844 was not performed thoroughly and at least one piece was left in the machine."

Event description:
It was reported that the syringe 1ml s/t insulin u100 200sp experienced a mix of different product types in a pac.

Manufacturer narrative:
(B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml s/t insulin u100 200sp experienced a mix of different product types in a pac.